Manufacturer narrative:
Additional product code: gff gfa hsz. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, the 2.5 mm drill bit was broken. It is unknown if there was a surgical delay reported. The procedure and patient outcomes were unknown. This complaint involves one (1) device. This report is for (1) 2.5 mm drill bit/qc/gold/180 mm. This is report 1 of 1 (B)(4).